Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01013. It was reported the patient's lead migrated due to a fall. The physician explanted the leads and replaced a different type of lead. The patient's therapy was restored which resolved the patient's issue.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-01013. The st. Jude medical representative reported the surgery was actually performed on (B)(6) 2017.